Manufacturer narrative:
Device received with blank display due to battery connector not plugged in properly to interface board and broken b1 solder joint. Device received with cracked battery tube threads and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump would not turn on after being dropped to the floor. The customer stated that the device did not turn on even after replacing the batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.